Event description:
The patient underwent a percutaneous transluminal angioplasty of the left lower leg with a left groin antegrade access site. The cardiologist attemped arteriotomy closure with a techstar xl 6 fr pvs device. The device was inserted at greater than a 45-degree angle. The needles froze and could not be backed down. A vascular surgeon was called to assist in breaking the barrel in order to access the needles. The needles were accessed and pulled free. However, on removing the device, the vascular surgeon pulled the device sideways instead of straight out, enlarging the arteriotomy. The patient was then taken to surgery for repair of the artery. Surgery was successful and the patient did well afterward. The device has not been returned to the manufacturer and was not available for evaluation. However, the instructions for use (IFU) state that the safety and efficacy of the techstar device has not been established for antegrade access sites. The IFU clearly limits the angle of insertion to 45 degrees or less. Inserting the device at a steeper angle can cause the needles to jump their tracks and stall in the barrel. Also in the IFU, the user is cautioned to terminate deployment and activate needle backdown if resistance is met on deployment. Had the cardiologist backed the needles down on meeting resistance, backdown might have been successful.when back down is successful,device can be removed without surgery or injury to the patient. Finally, had the surgeon not enlarged the arteriotomy by removing the device sideways, hemostasis might have been managed using standard compression rather than requiring surgical intervention. Therefore, this event was caused by a series of user errors.